Event description:
It was reported that during a laparoscopic low anterior resection, a device loading the reported cartridge could not close since the cartridge came off when the device approached the rectum. Another cartridge was loaded into the same device and used to complete the case. No pieces were left inside the patient. There were no adverse consequences to the patient. A nurse commented that there was a possibility that the distal end of the cartridge touched the pelvis and it came off since the pelvis was quite contracted.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60d cartridge reload was received unfired and in good visual conditions. The returned reload was loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.